Event description:
Patient had a previous nucleus cochlear implant replaced. He developed evidence for an electrode malfunction and multiple electrodes had to be removed from his program resulting in poor speech detection and delayed progress in speech and language acquisition. It was recommended that he have his failed device explanted and replaced with a new device.